Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a revision procedure for an unrelated system issue this right atrial (ra) lead dislodged during attempted explant of the chronic right ventricular (rv) lead and became stuck in the subclavian vein with the other lead. A sheat was inserted via the femoral vein and used to snare both leads. The leads were cut near the terminal end allowing for extraction of the lead. A new ra lead in addition to rv lead and cardiac resynchronization therapy defibrillator (crt-d) were implanted without further issue. No additional adverse patient effects were reported.